Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 431 mg/dl. Customer stated that she gave herself humalog. Customer was advised to disconnect from the pump. Customer will call back when she has the pump to troubleshoot. Customer's current blood glucose level right now is 214 mg/dl. Customer stated that she left her pump in her car and is on her way to class. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).